Event description:
On 07/16/2024, breas received the following information from distributor (B)(4). "Pt passed on (B)(6) 2024 possibly in late afternoon. (B)(4) wasn't informed until 7/16 and received minimal details. The incident may have happened while the patient was in transport from a ppec facility that watches children. A cousin of the family works on a referral basis for a personal injury law firm and mentioned the situation the law firm. The family asked for the data, and when they were told that (B)(4) would need to down-load the data and then give them a copy, the attorneys took possession of the device. (B)(4) informed the lawyers that the device is not theirs to take. The lawyers asked for a purchase or rental price for the device so that they could retain custody of the device. (B)(4) supplied them with a number the lawyers then said that they will look for "someone who can download the data". (B)(4) informed them that was not a good idea. They informed them that an unqualified person could potentially delete all the data with a push of the wrong button.". It is alleged that the patient was connected to a vivo 45ls device, part number: 230216 and serial number: (B)(6), at the time of the adverse event, but this is not supported by the log files obtained from the device (see additional comments). There has been no indication that the device caused or contributed to the event at this time.

Manufacturer narrative:
Breas medical inc. Does not have access to the physical device at this time; however, log files from the device were obtained which were analyzed by breas r&d. Log files indicate that the device, sn (B)(6), was not in use at the time the event was reported to have occurred on july 15, 2024. The log files show data from (B)(6) 2024. Treatment data ends on (B)(6) 2024. Data from the (B)(6) was related to device status only with there no treatment occurring on those days. The last data in the log files is on (B)(6) at the time the download was done by a breas employee. After analyzing this data, there is no indication of corruption to the file. Treatment sessions are recorded as well as alarms, all of which are consistent with device specifications.